Event description:
New information received indicated that the patient's left ventricular lead exhibited a loss of capture.

Event description:
It was reported that the left ventricular lead caused the patient to experience tachycardia. The lv lead was explanted and replaced. The patient was in stable condition.